Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the lesion was located in the arterior venous (av) and had a 99% stenosis. The vision stent delivery system (sds) was inflated for the first time at 10-12 atm and the balloon ruptured. When examined outside the vessel, a pinhole rupture was found. Post-dilatation was performed using a 2.5 x 10 mm nc mercury balloon catheter at 14 atm and the procedure was completed. No additional event or pt information is available.

Manufacturer narrative:
Results and conclusion summation - factors that can contribute to balloon ruptures include, but are not limited to, balloon damage during manufacturing, materials, mechanical damage, handling of the device during use, interaction with associative devices, patient anatomy, lesion calcification and tortuosity, excessive applied pressure, or insufficient preparation prior to use. Reportedly, the lesion was 99% stenosed, which may have contributed to the difficulties experienced in this case. It is possible that the balloon material was damaged (scratched) during interactions with other devices, or the pt's anatomy, such that the balloon ruptured upon inflation. No conclusive root cause for the reported balloon rupture can be determined.